Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.

Event description:
It was reported to medtronic neurosurgery that a pt's contour valve was revised because it was clogged. The pt was reported to be recovering from the surgery.